Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy. The device was programmed to deliver 1 liter bolus of saline at a rate of 999ml/hr and it was reported that 300ml of solution remained after the infusion was complete. It was also reported there was no patient injury.